Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported differences between sensor glucose and blood glucose readings. Customer also reported an incident where his blood glucose level dropped into the range of 50 mg/dl. Customer reported working with his doctor to make adjustments for the low blood glucose levels. Blood glucose level at the time of contact was not provided. No further information was provided.